Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the micro drill attachment was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, internal debris was identified as a potential cause of the reported event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the micro drill attachment was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation in progress.